Manufacturer narrative:
Phr-review: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Engineering evaluation: this evaluation confirms the complaint of a broken deployment line through engineering observation. The cause of the broken deployment line cannot be established because the endoprosthesis was not returned. Further information regarding the implant procedure would confirm or dismiss potential misuse of the device. H6 evaluation codes: investigation findings: code 213 refers to the phr-review. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B1: this case is a reportable malfunction because of the partial deployment.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that patient underwent endovascular treatment for an aneurysm in the left internal iliac artery using a cook zenith iliac branch device (ibd) together with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn-device). It was stated that access was made with a 12fr cook introducer sheath over a rosen guidewire. When the viabahn-device has reached the target lesion, deployment was initiated. The viabahn-device only deployed for about 1cm and after an opening string got stuck the prosthesis failed to deploy completely. It was reported that after applying more force to the deployment line, the viabahn-device rolled and moved to the aneurysm. At that point it was impossible to put it back into the internal iliac artery because of partial deployment, so the physician decided to remove it from the patient. It was stated that the physician was not sure if it will be safe to use another viabahn-device, as the risk to enter another device in an already weak artery was too high. Reportedly, the left internal iliac artery was closed by the other covered stent.